Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5063798) on (B)(6) 2016. The most recent information was received on (B)(6) 2018. This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and pregnancy with contraceptive device ("I was pregnant / post-implant pregnancy") in a female patient (gravida 1) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2016. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced amenorrhoea ("I stopped having periods shortly after and continued cycle free since"). In 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with abdominal distension and malaise. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, alopecia ("loss of hair"), contusion ("unexplained bruising"), menstrual disorder ("menstrual issues") and infection ("infections"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. At the time of the report, the device dislocation, alopecia, contusion, menstrual disorder and infection outcome was unknown and the pregnancy with contraceptive device and amenorrhoea had not resolved. The pregnancy outcome was not reported. The reporter provided no causality assessment for alopecia, amenorrhoea, contusion and pregnancy with contraceptive device with essure. The reporter considered device dislocation, infection and menstrual disorder to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However. Tile medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: summons received - case updated as incident. New event "menstrual issues, infections, persistent pelvic pain, migration of the device" were added. New reporter lawyer was added. Product implant date was added. ¿essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw5063798) on 15-aug-2016. The most recent information was received on 05-sep-2018. This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and pregnancy with contraceptive device ("I was pregnant / post-implant pregnancy/ pregnancy (no complications)") in a 31-year-old female patient (gravida 1) who had essure (batch no. A72332) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2016 and device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2013, the patient experienced amenorrhoea ("I stopped having periods shortly after and continued cycle free since"). In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced migraine ("migraines/headaches"). On (B)(6) 2016, 3 years 4 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with abdominal distension and malaise. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, alopecia ("loss of hair"), contusion ("unexplained bruising"), menstrual disorder ("menstrual issues") and infection ("infections"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the device dislocation, alopecia, contusion, menstrual disorder, infection, vaginal haemorrhage, menorrhagia, migraine, depression and anxiety outcome was unknown and the pregnancy with contraceptive device and amenorrhoea had not resolved. The pregnancy outcome was not reported. The reporter provided no causality assessment for alopecia, amenorrhoea, contusion and pregnancy with contraceptive device with essure. The reporter considered anxiety, depression, device dislocation, infection, menorrhagia, menstrual disorder, migraine and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However. Tile medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Most recent follow-up information incorporated above includes: on 5-sep-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure lot number and event onset dates added. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines/headaches, depression, mental anguish and she didn¿t undergo an essure confirmation test) added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5063798) on (B)(6)2016. The most recent information was received on (B)(6)2018. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and pregnancy with contraceptive device ("I was pregnant / post-implant pregnancy/ pregnancy (no complications)") in a 31-year-old female patient who had essure (batch no. A72332) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2016 and device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included multigravida, parity 3 and abortion. Concomitant products included paracetamol (acetaminophen). On(B)(6)2013, the patient had essure inserted. In april 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2013, the patient experienced amenorrhoea ("I stopped having periods shortly after and continued cycle free since"). In january 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). In august 2016, the patient experienced migraine ("migraines/headaches"). On (B)(6)2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with abdominal distension and malaise, 3 years 4 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, alopecia ("loss of hair"), contusion ("unexplained bruising"), menstrual disorder ("menstrual issues"), infection ("infections") and headache ("headaches"). Essure treatment was not changed. At the time of the report, the device dislocation, alopecia, contusion, menstrual disorder, infection, vaginal haemorrhage, menorrhagia, migraine, depression, anxiety and headache outcome was unknown and the pregnancy with contraceptive device and amenorrhoea had not resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for alopecia, amenorrhoea, contusion and pregnancy with contraceptive device with essure. The reporter considered anxiety, depression, device dislocation, headache, infection, menorrhagia, menstrual disorder, migraine and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. New event added- headaches. Pregnancy outcome was updated.medical history and concomitant drug were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device'), pregnancy with contraceptive device ('I was pregnant / post-implant pregnancy/ pregnancy (no complications)') and bipolar disorder ('bipolar disorder') in a 28-year-old female patient who had essure (batch no. A72332) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2016 and device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included multigravida, parity 3 and abortion. Previously administered products included for an unreported indication: ovcon in 2008 and seasonique in 2008. Concomitant products included medroxyprogesterone acetate (depo-provera) (B)(6) 2013 to june 2013, nsaids since 2013 and paracetamol (acetaminophen) since 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 10 days after insertion of essure. In 2013, the patient experienced amenorrhoea ("I stopped having periods shortly after and continued cycle free since"). On (B)(6) 2014, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6)-2016, the patient experienced migraine ("migraines/headaches") and headache ("headaches"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with abdominal distension and malaise. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, bipolar disorder (seriousness criterion medically significant), alopecia ("loss of hair"), contusion ("unexplained bruising"), menstrual disorder ("menstrual issues") and infection ("infections"). The patient was treated with paracetamol (tylenol). Essure treatment was not changed. At the time of the report, the device dislocation, bipolar disorder, alopecia, contusion, menstrual disorder, infection, vaginal haemorrhage, menorrhagia, migraine, depression, anxiety and headache outcome was unknown and the pregnancy with contraceptive device and amenorrhoea had not resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for alopecia, amenorrhoea, contusion and pregnancy with contraceptive device with essure. The reporter considered anxiety, bipolar disorder, depression, device dislocation, headache, infection, menorrhagia, menstrual disorder, migraine and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)-2019: pfs received. Event added: bipolar disorder. Event onset date were updated. Treatment drug added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5063798) on 15-aug-2016. The most recent information was received on 11-sep-2018. This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and pregnancy with contraceptive device ("I was pregnant / post-implant pregnancy/ pregnancy (no complications)") in a 31-year-old female patient (gravida 1) who had essure (batch no. A72332) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2016 and device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2013, the patient experienced amenorrhoea ("I stopped having periods shortly after and continued cycle free since"). In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced migraine ("migraines/headaches"). On (B)(6) 2016, 3 years 4 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with abdominal distension and malaise. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, alopecia ("loss of hair"), contusion ("unexplained bruising"), menstrual disorder ("menstrual issues") and infection ("infections"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the device dislocation, alopecia, contusion, menstrual disorder, infection, vaginal haemorrhage, menorrhagia, migraine, depression and anxiety outcome was unknown and the pregnancy with contraceptive device and amenorrhoea had not resolved. The pregnancy outcome was not reported. The reporter provided no causality assessment for alopecia, amenorrhoea, contusion and pregnancy with contraceptive device with essure. The reporter considered anxiety, depression, device dislocation, infection, menorrhagia, menstrual disorder, migraine and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5063798) on 15-aug-2016. The most recent information was received on 01-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device') in a 28-year-old female patient who had essure (batch no. A72332) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2016 and device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included multigravida, parity 3 and abortion. Previously administered products included for an unreported indication: ovcon in 2008 and seasonique in 2008. Concomitant products included medroxyprogesterone acetate (depo-provera) (B)(6) 2013 to (B)(6) 2013, nsaids since 2013 and paracetamol (acetaminophen) since 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 10 days after insertion of essure. In 2013, the patient experienced amenorrhoea ("I stopped having periods shortly after and continued cycle free since"). On (B)(6) 2014, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced migraine ("migraines/headaches") and headache ("headaches"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("I was pregnant / post-implant pregnancy/ pregnancy (no complications)") with abdominal distension and malaise. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, bipolar disorder ("bipolar disorder"), alopecia ("loss of hair"), contusion ("unexplained bruising"), menstrual disorder ("menstrual issues") and infection ("infections") and was found to have weight decreased ("weight loss from 155 to 115"). The patient was treated with paracetamol (tylenol). Essure treatment was not changed. At the time of the report, the device dislocation, bipolar disorder, alopecia, contusion, menstrual disorder, infection, vaginal haemorrhage, menorrhagia, migraine, depression, anxiety, headache and weight decreased outcome was unknown and the pregnancy with contraceptive device and amenorrhoea had not resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for alopecia, amenorrhoea, contusion and pregnancy with contraceptive device with essure. The reporter considered anxiety, bipolar disorder, depression, device dislocation, headache, infection, menorrhagia, menstrual disorder, migraine, vaginal haemorrhage and weight decreased to be related to essure. Lot number: a72332 manufacture date: 2012-11 expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5063798) on 15-aug-2016. The most recent information was received on 09-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device') in a 28-year-old female patient who had essure (batch no. A72332) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2016 and device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included multigravida, parity 3 and abortion. Previously administered products included for an unreported indication: ovcon in 2008 and seasonique in 2008. Concomitant products included medroxyprogesterone acetate (depo-provera) (B)(6) 2013, nsaids since 2013 and paracetamol (acetaminophen) since 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 10 days after insertion of essure. In 2013, the patient experienced amenorrhoea ("I stopped having periods shortly after and continued cycle free since"). On (B)(6) 2014, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression / psych injury") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced migraine ("migraines/headaches") and headache ("headaches"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("I was pregnant / post-implant pregnancy/ pregnancy (no complications)") with abdominal distension and malaise. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, bipolar disorder ("bipolar disorder"), alopecia ("loss of hair"), contusion ("unexplained bruising"), menstrual disorder ("menstrual issues"), infection ("infections"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and genital haemorrhage ("gen. Abnormal bleeding") and was found to have weight decreased ("weight loss from 155 to 115"). The patient was treated with paracetamol (tylenol). Essure treatment was not changed. At the time of the report, the device dislocation, bipolar disorder, alopecia, contusion, menstrual disorder, infection, vaginal haemorrhage, menorrhagia, migraine, depression, anxiety, headache, weight decreased, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge and genital haemorrhage outcome was unknown and the pregnancy with contraceptive device and amenorrhoea had not resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for alopecia, amenorrhoea, contusion and pregnancy with contraceptive device with essure. The reporter considered anxiety, bipolar disorder, bladder disorder, cystitis, depression, device dislocation, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, migraine, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. Lot number: a72332, manufacture date: 2012-11, expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: events: vag. Discharge, vag. Infection, uti, bladder infection, bladder problems, urinary problems were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5063798) on 15-aug-2016. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device'), pregnancy with contraceptive device ('I was pregnant / post-implant pregnancy/ pregnancy (no complications)') and bipolar disorder ('bipolar disorder') in a 28-year-old female patient who had essure (batch no. A72332) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2016 and device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included multigravida, parity 3 and abortion. Previously administered products included for an unreported indication: ovcon in 2008 and seasonique in 2008. Concomitant products included medroxyprogesterone acetate (depo-provera) (B)(6) 2013 to (B)(6) 2013, nsaids since 2013 and paracetamol (acetaminophen) since 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 10 days after insertion of essure. In 2013, the patient experienced amenorrhoea ("I stopped having periods shortly after and continued cycle free since"). On (B)(6) 2014, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced migraine ("migraines/headaches") and headache ("headaches"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with abdominal distension and malaise. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, bipolar disorder (seriousness criterion medically significant), alopecia ("loss of hair"), contusion ("unexplained bruising"), menstrual disorder ("menstrual issues") and infection ("infections") and was found to have weight decreased ("weight loss from 155 to 115"). The patient was treated with paracetamol (tylenol). Essure treatment was not changed. At the time of the report, the device dislocation, bipolar disorder, alopecia, contusion, menstrual disorder, infection, vaginal haemorrhage, menorrhagia, migraine, depression, anxiety, headache and weight decreased outcome was unknown and the pregnancy with contraceptive device and amenorrhoea had not resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for alopecia, amenorrhoea, contusion and pregnancy with contraceptive device with essure. The reporter considered anxiety, bipolar disorder, depression, device dislocation, headache, infection, menorrhagia, menstrual disorder, migraine, vaginal haemorrhage and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: newly added events- weight decreased, reporter was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.